Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. The serial number of the cycler used was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of hernia. Based on the information provided, it is not possible to determine the cause of the hernia. Hernia is considered a complication of peritoneal dialysis and the pathophysiology is based on the concept of increased abdominal pressure affecting a weak abdominal wall. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the patient¿s death remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced a hernia coincident with peritoneal dialysis (pd) therapy. During follow up on an unrelated event it was reported that the patient was diagnosed with left inguinal hernia which was repaired. The patient¿s medical records revealed that the patient underwent laparoscopy and lysis of adhesions and repair of a left inguinal hernia. During surgery adhesions encompassing the peritoneal catheter were removed and the peritoneal catheter was flushed. Should additional information become available, the file will be reassessed and updated accordingly.